Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance had increased. X-ray did not show any obvious damage. The lead was replaced.